Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misleading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection were performed. The f-38 alarm was confirmed. This alarm is caused by a defective force sensing resistor (fsr). The right fsr was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in good working condition.